Manufacturer narrative:
Inion compresson¿ k-wire ø 0.8x150 mm malfunctioned as the tip was cut during drilling. In addition, an adverse event occurred as the operation time was extended 30 min to remove the instrument tip, and the bone hole needed to be slightly enlargened. The operation was otherwise successful, and based on the surgeon's evaluation, there was no harm to the patient. Review of batch records shows that the device is in specification. No other complaints has been received of this device or this batch. The IFU of inion compresson¿ screw states: precautions: · instruments are available to aid accurate implantation of the inion compresson¿ products. Surgical instruments are subject to wear with normal usage and may break. Surgical instruments are only to be used for their intended purpose. All instruments are to be regularly inspected for wear and damage. Use only inion® instruments (see product selection table).

Event description:
Inion compresson¿ k-wire ø 0.8x150 mm was broken during the knee ocd fragment fixation operation (open surgery) on (B)(6) 2025. The k-wire was already installed in place, but it broke off when it was used to guide a drill bit making a hole for the screw. 3 cm piece of the wire stuck deep inside the bone. According to the surgeon, the breakage was caused by a twist applied to the thin k-wire. The surgeon was able to remove the broken k-wire from inside the bone by slightly widening the drill hole. The incident delayed the operation by about 30 minutes. The operation was otherwise successful, and based on the surgeon's evaluation the patient was not harmed by the incident.